Event description:
An optometrist reported pt with diffuse lamellar keratitis (dlk), of the right eye, at two day post-op bilateral lasik. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).